Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2015 to remove the two unknown 3.0mm headless compression screws from a patient patient¿s talus due to pain. The screws were originally implanted on an unknown date during (B)(6) 2013. The event of patient pain and need for the subsequent revision surgery are addressed in this complaint and report. During the revision surgery the surgeon was unable to turn the screws to remove them with the screw driver after he chiseled around the heads of the screws. The surgeon tried to turn the screws using more force and the screws broke off at the head. The surgeon elected to leave the two broken screw shafts in the patient¿s bone and completed the procedure. The reported event resulted in a 60 minute surgical delay. The events which occurred during the revision surgery are addressed in related complaint, (B)(4), and reported accordingly. This report is for two unknown 3.0mm headless compression screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. It is unknown when the patient started to experience pain. This report is for two unknown 3.0mm headless compression screws. Part and lot numbers were not provided by reporter. The exact date of implant is unknown but was reported to be an unknown date during (B)(6) 2013. Since the shafts of the screws remain in the patient, these devices are not considered to have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.